Event description:
.

Manufacturer narrative:
(B)(4). This is the follow up MDR for user facility report number (B)(4). Device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.